Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. Without the device returned, we are unable to determine the root cause of the problem. Analysis for reports of this type has not identified an increase in trend.